Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed by the inspection of the event history log. It was found that the probable root cause is due to the worn-out clutch parts. The left and right clutch, worm gear, worm coupling, and motor were replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the motor not running and improper shut down error. The event occurred during testing.